Event description:
It was reported by (B)(6), engineering coordinator, at (B)(4) medical center that the bed suffered from various weld failures. It is unk as to whether or not a pt was involved or adverse consequences occurred.

Manufacturer narrative:
Weld.